Event description:
One sample will be returned which was used by a patient with no infectious disease. The physician removed the catheter from the patient and implanted a new catheter. The broken part was found to exist on the removed catheter. It is unknown if patient injury occurred but intervention was required, catheter was replaced.